Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: we did receive performance data collected from the device and have analyzed the data. Battery voltage: pre/approaching elective replacement indicator (eri.). Concomitant product: 4195 implantable pacing lead (B)(6) 2009. Concomitant product: 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the device only last three point three years, reaching elective replacement indicator (eri) sooner than expected. Therefore, the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did perform as described in the field action.